Event description:
It was reported that the patient underwent surgery on (B)(6) due to compatibility issues between an old lead and the new system, which caused significant problems. On (B)(6) the patient had surgery for a single lead revision because it was out of place due to a technical issue with the placement, resulting in lead migration. Still, they were not fully informed about the specifics. On (B)(6), another surgery was performed to reposition the lead, but the doctor did not have access to another old-style non-sensing lead, so they repositioned the existing one. The representative understood that the lead was moved to the correct position but believed there was some damage due to the lack of appropriate equipment. Subsequently, the patient developed a post-operative infection, leading to the explantation of the entire system (see (B)(4) for infection report). The patient now has an entirely new system implanted on (B)(6).  They also recommended that the manufacturer engineers consider designing new equipment compatible with older systems, allowing those with older devices to benefit from advancements.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va1g13c, implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: lead. Product ID: 3387s-40, lot# va2wymg, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-oct-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 24-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.